Event description:
It was reported that an ilet touch screen became nonresponsive on the fill tubing screen, preventing the user from pressing yes, and the device later presented the initial setup screen consistent with a factory reset after a period off the body without a sensor and probable battery depletion; the issue resolved after a restart through the ilet app and the user was educated on setup and re-learning procedures before resuming bionic mode. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included continued therapy with no medical intervention, no hospitalization, and no device replacement. Investigation included customer interview, device use review, and guidance on troubleshooting and setup. Investigation of this case revealed a user interface nonresponse that was not reproducible after reboot and a device state consistent with an automatic reset following extended power depletion, with the touchscreen and pump hardware functioning after restart. It was concluded, based on previously established findings for similar reports, that the cause was user-induced conditions related to device power depletion leading to a factory reset, with normal operation restored after restart and re-setup.